Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a diagnostic anomaly. The device was inappropriately triggering high defibrillation impedance alerts when there was only one true episode noted. No changes were reported. There were no patient consequences.